Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with mid-sternal chest pain radiating to both underarms and associated with shortness of breath, nausea and diaphoresis. The patient was diagnosed with unstable angina and underwent cardiac catheterization the following day which revealed three lesions. The first lesion was a 3.0x20mm, de novo, 80% stenosed target lesion located in the 1st obtuse marginal (om) branch. It was treated with pre-dilatation and placement of a 2.50 x 28 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The second lesion was a 4.0x30mm, de novo, 90% stenosed target lesion located in the 2nd om branch and was treated with pre-dilatation and placement of a 3.00 x 38 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The third lesion was a 4.0x20mm, de novo, 80% stenosed target lesion located in the proximal left circumflex (lcx) and was treated with pre-dilatation and placement of a 3.00 x 24 mm taxus liberte stent overlapping the previous stent in 2nd om. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with a 3-day history of recurrent chest pain and was diagnosed with unstable angina. At the time of event, the patient was on aspirin and clopidogrel and the study drug was last taken in june 2011. The patient was hospitalized two days after. The following day, coronary angiography showed an area of 90% ostial in-stent restenosis of a previously placed study stent located in the 2nd om. The study stent in 1st om was patent. The isr was treated with balloon angioplasty and placement of a 2.50 x 12 mm non-bsc drug eluting stent resulting with 0% residual stenosis. The event was considered recovering/resolving and the patient was discharged on aspirin and clopidogrel on the following day.